Event description:
It was reported that on (B)(6)2024, an unknown sized amplatzer amulet was implanted. The patient remained hemodynamically stable throughout procedure. On (B)(6) 2024, the patient presented to their physician with chest pain. Transesophageal echocardiogram (tee) was performed, which showed a large pericardial effusion along with features of cardiac tamponade. Pericardiocentesis was performed to remove excess fluid from the pericardial sac. The patient was reported to be in stable condition.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. With serial/lot number, a device history record can not be reviewed. Based on the information received, the cause for the reported pericardial effusion and cardiac tamponade could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, an unknown sized amplatzer amulet was implanted using a 14f amplatzer steerable delivery sheath. No effusion was noted prior to procedure. The transseptal puncture was mid/mid. The patient's act was 295 and 9000 units of heparin was administered during procedure. Three partial recaptures occurred during implant. The patient remained hemodynamically stable throughout procedure. On (B)(6) 2024, the patient presented to their physician with chest pain. Transesophageal echocardiogram (tee) was performed, which showed a large, localized pericardial effusion along with features of cardiac tamponade. Pericardiocentesis was performed to remove excess fluid from the pericardial sac. The patient was reported to be in stable condition.